Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast reconstruction with an unknown mentor saline prosthesis. Deflation on the right breast prosthesis was confirmed post procedure as per the doctor¿s office. As a result, the patient underwent unilateral removal and replacement with a mentor cpx 4 breast tissue expander with suture tabs 8000cc on (B)(6) 2018; catalog # 3549216, s/n (B)(4).